Manufacturer narrative:
Please note that the date of the event was unknown and (B)(6) 2012 was used. The date of the implant was also unknown, with the date of (B)(6) 1993 used. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from a physician through the medical affairs department indicated that a patient had an unknown/unspecified stent implanted in the pulmonary artery nine years ago at the age of (B)(6). A CT scan revealed that the stent was narrowed at one end to eight (8) mm. And that the pulmonary artery was enlarged. It was not specified if the CT scan was scheduled or routine. The physician's planned treatment was to re-dilate the stent. No additional information was provided. The product was not returned for analysis. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Event description:
The report received from a physician through the medical affairs department indicated that a patient had an unknown/unspecified stent implanted in the pulmonary artery nine years ago at the age of four years old. A CT scan revealed that the stent was narrowed at one end to eight (8) mm. And that the pulmonary artery was enlarged. It was not specified if the CT scan was scheduled or routine. The physician's planned treatment was to re-dilate the stent. No additional information was provided.